Event description:
It was reported that the sensor glucose and blood glucose readings had large discrepancies. The blood glucose reading was 44 mg/dl compared with the sensor glucose reading of 156 mg/dl. Confirmed that the customer was following proper calibration protocol. The customer stated that this issue occurred with 2 sensors of the same package. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.